Manufacturer narrative:
Other relevant device(s) are: product ID: 3778-60, serial/lot #: v423061019, ubd: 24-feb-2014, UDI#: (B)(4). ; product ID: 37 78-45, serial/lot #: v760643004, ubd: 22-jun-2015, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had previously undergone a hysterectomy, during which the leads from the restore sensor implantable neurostimulator and associated leads (lead 3778-60 1x8 compact w/o perc 60cm and lead 3778-45 1x8 compact w/o perc 45cm) were accidentally fractured. The patient had been using the scs battery as a peripheral nerve stimulator forpelvic pain, with the leads placed subcutaneously. The patient was unable to undergo magnetic resonance imaging due to the type of leads implanted. The patient elected to have the battery and leads explanted and did not want any further devices or surgeries. The issue was resolved with explant, and no adverse outcomes or injuries were reported. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.